Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-16717. Correction to section h1: upon further review of the available information for this case the type of event was corrected to serious injury. Per report, the bleeding with cardiac tamponade was a consequence of the annular rupture and for that reason the death will be captured under manufacturer report no: 2015691-2015-16717. The device was not returned for evaluation as it was discarded. The patient screening images provided were reviewed, and the following was observed: calcification is present in the aortic arch. The reported sheath inadequate hemostasis resulting in bleeding requiring blood transfusion was unable to be confirmed without the return of the device or intraprocedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of instructions for use/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The sheath housing is constructed with a tri-seal valve technology to provide hemostasis in all conditions. If the blood was escaping through the sheath housing, it is likely that delivery system advancement/removal manipulation or guidewire manipulation may cause the valves to malfunction. However due to insufficient information, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, during implant procedure f a 26mm sapien 3 ultra, in aortic position by transapical approach, the balloon of the delivery system was filled as nominal and the valve was implanted as intended. After withdrawal of the delivery system, they observed high bleeding from the esheath and beside the esheath probably caused by the cardia tamponade. The patient was converted to open heart surgery to find out where the bleeding was coming from. The patient was stable and connected to life support machine; an annular rupture was detected from the lca down to the lvot. The valve was explanted and a surgical valve was implanted. The patient was unstable and sent to ICU, had many blood transfusions, during the procedure and afterwards and passed away 2 days post-procedure.